Event description:
A caller reported a "replace sensor" message with the adc device on day of application, which occurred on (B)(6) 2022. The customer was therefore unable to monitor glucose via sensor and on (B)(6) 2022, began to display symptoms of headache, and incoherence. A blood glucose result of 400 mg/dl and blood pressure of "270" were reported, but it is unknown when and from which device these were taken. The customer went to hospital and was treated with unspecified IV and injection for the diagnosis of hyperglycemia and hypertension. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.